Manufacturer narrative:
Device evaluation: a software analysis was completed but was unable to determine probable cause without further information since the behavior could not be replicated. It was suspected that the scan was not to protocol. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a navigation device being used for a cranial resection procedure. It was reported that during the case the surgeon was tracing but the dots were not being seen even though the blue initialization bar was still moving. The rep adjusted the opacity and was able to see the dots better. It was also noted that the scan was sagittal with spacing and thickness was not the same. The delay in surgery was less than 1 hour and there was no impact to the patient outcome.